Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that detached strut remains in inferior vena cava next to filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month and three weeks of post deployment, a cavogram was performed which showed large amount of thrombus in the inferior vena cava up to the level of the filter. The suprarenal inferior vena cava was clear. There was a good flow towards the inferior vena cava with some residual clot again at the filter in the inferior vena cava. Inferior vena cava at end patent with minimal clot at the level of the filter. Around, one year six months later, a ultrasound of abdomen was performed for right upper quadrant abdominal pain. The study showed that inferior vena cava filter was noted. Around, one month later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. Around, seven years and eight months later, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that inferior vena cava filter was noted with the cephalad tip projecting at the l1-l2 level which appears to be below the right renal vein. No evidence of inferior vena cava filter fracture or significant tilting. No abnormal migration and no evidence of thrombus in the inferior vena cava. At least five filter limbs in the anterolateral and posterolateral aspect extend beyond the margins of the inferior vena cava. Fracture of the 11 o'clock fixation leg, fragment in inferior vena cava next to the filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), and filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.